Event description:
A physician reported that a pt suffered blistering (at end/edges of 3m steri-drape arthroscopy drape and on skin covered by 3m steri-drape arthroscopy date), redness, swelling (covered by 3m steri-drape arthroscopy drape) and scarring in some pts (undisclosed number) that had the surgical drape applied in preparation for surgery. It was reported that the skin reaction develops over days. It is not known if pt has any skin sensitivity, dermatological pathologies or allergies. It is also not known if pt used medications that affect the immune sys. No info was provided to suggest this reaction was due to another reaction with tapes or dressings. Skin preps were used (chlorhexidine gluconate) and the skin was dry prior to application. No other wound care products were used. It is not known if product was applied under tension. Pt was reportedly awake and suffered a lot of discomfort when the surgical drape was removed.

Manufacturer narrative:
No other adverse pt effects were reported. If add'l info is received, a f/u report will be submitted. No eval will be performed.